Manufacturer narrative:
(B)(4). Returned product evaluated: no defect found with the strips or with meter. Mlurc: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-120mg/dl. Verified test strips expire 07/15/2018. Unable to confirmed if customer's test strips are being stored in the properly and opened vial date (B)(6) 2015. Reviewed meter memory (B)(4). Customers concern:today ((B)(6) 2015) the customer has performed a blood test this morning (fasting) and received a 311 mg/dl on the true balance and 109 mg/dl on the onetouch.